Event description:
It was reported that the bd alaris pump module smartsite infusion burette set was allowing air into the tubing line during use. The following information was provided by the client: "we have been experiencing some concerns with our backorder replacement IV sets, where some of the lines are allowing air in through the buretrol when it empties. We have been using an add on buretrol to a 60gtt gravity line."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. (B)(6). A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Manufacturer narrative:
H6: investigation summary no product or photo was returned by the customer. The customer complaint that the backorder replacement IV sets are allowing air in through the buretrol when it empties could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed because a lot number was not provided by the customer. Due to no sample being received, an investigation could not be performed and a root cause could not be determined.

Event description:
It was reported that the bd alaris pump module smartsite infusion burette set was allowing air into the tubing line during use. The following information was provided by the client: "we have been experiencing some concerns with our backorder replacement IV sets, where some of the lines are allowing air in through the buretrol when it empties. We have been using an add on buretrol to a 60gtt gravity line."